Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of incontinence, urinary was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator was not doing well with the device. The patient was experiencing urinary incontinence and was wearing 10-12 pads per day. The patient felt that their symptoms were worse than prior to their implant. The patient stated that despite increasing stimulation or changing programs, their symptoms became worse. The patient started experiencing their toes curling. The patient turned their device off until their appointment with their physician. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was not doing well with the device. The patient was experiencing urinary incontinence and was wearing 10-12 pads per day. The patient felt that their symptoms were worse than prior to their implant. The patient stated that despite increasing stimulation or changing programs, their symptoms became worse. The patient started experiencing their toes curling. The patient turned their device off until their appointment with their physician. There were no additional patient complications.